Manufacturer narrative:
(B)(4). D10: item# 414.502; lot# 209517423. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the inner packaging of the scp cannula had a hole in it. Another device was used to successfully complete the procedure. No patient consequences were reported for the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that there is a hole on the right side of the packaging; however, the left side appears to have been torn when opened and not returned. The outer carton was not returned to rule out transit damage. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is confirmed that there is a hole and damaged to the pouch; however, the cause of the damage could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.